Event description:
A malfunction alarm was reported, and the issue did not have a known impact on the customer's blood glucose level. The customer was instructed by technical support to put the faulty pump into storage mode and was provided with a pre-paid label to return it. A replacement pump was arranged to be sent, and in the meantime, the customer planned to use multiple daily injections as a backup therapy to maintain insulin delivery.